Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the pt. Conclusions: the MFR is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.

Event description:
A hospital reported to a the MFR representative that the seal of the rt040 full face mask dislodged from the shell. The report stated that staff heard a loud leak from the rt040 full face mask and found that the seal has separated from the rt040 full face mask and was seen to be "flapping around". It has been reported that this occurred on a number of occasions. The therapists either disposed of the rt040 full face masks or re-fit the seal back into the shell. No pt injury was reported.